Event description:
Device removed, electrodes have caused burns on the pt's skin.

Manufacturer narrative:
Device returned to MFR for further investigation. Results pending. Associated accessory device: monitor. Model# com001. (B)(4).